Event description:
It was reported that an unknown number of cassettes had leaked during patient use on a homechoice (hc) machine. The home patient (hp) stated that she noticed the leak on one of the lines during priming but still connected and continued with therapy. The hp had gone through half of the box of cassettes but was unsure how many had this issue. The baxter representative informed the hp to not use any product that looks damaged or is leaking. No patient injury or medical intervention was indicated in association with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The actual device is not available but a companion sample is reported to be available. The companion sample has not yet been received. A review of all batch record documents lot number h13c06089 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore a device analysis could not be performed. A cause could not be determined from the information provided. Should additional relevant information become available, a supplemental report will be submitted.